Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure and upon repositioning of the lead, it was noted that the connector pin of the right ventricular - rv lead came loose. The lead was not used and a new rv lead was implanted. The patient was in stable condition before, during, and after the procedure.